Manufacturer narrative:
A good faith effort attempt conducted if the device still produced sound in standalone mode was not successful. A nemo (non engineering material only) service was agreed upon. A speaker assembly was ordered to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the speaker assembly has damaged cable. It is unknown if the device was in clinical use at time of event, there was no adverse event reported.